Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g7 monitoring unit was freezing and not sending data. They could only resolve this by removing the battery. No patient harm was reported. Investigation summary: the bme indicated that multiple g7 units were affected but did not provide nk with those devices. Nk technical support (ts) emailed the bme, noting that several new software releases have been released since the version they were using and recommended upgrading to the latest software. The bme responded that they would submit another ticket when ready to upgrade. No further troubleshooting will be performed for this ticket, and the complaint device will not be returned to nk. The root cause could not be determined. Complaint history review for the g7 did not show any trends for this issue. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/03/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/14/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitoring unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the g7 monitoring unit was freezing and not sending data. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the g7 monitoring unit was freezing and not sending data. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 monitoring unit was freezing and not sending data. They could only resolve this by removing the battery. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/03/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/14/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitoring unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.